Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms: after the procedure. It was reported that post an uneventful left common carotid artery stenting procedure, in the recovery room, the patient developed hypotension. The patient was started on a neosynephrine drip and transferred to ICU. She remained neurologically intact. Three days later, she was diagnosed with new onset atrial fibrillation and was started on coumadin. The hypotension resolved on day five and the patient was transferred out of ICU. The physician felt like hypotension was due to vagus response and reperfusion. The patient was discharged to a skilled nursing facility six days post-procedure. The plan, pre-procedure, was for the patient to transfer to a snf/assisted living post hospital discharge. Although requested, there is no additional information available.

Manufacturer narrative:
The device remains in the patient. A review of the lot history record did not reveal any non-conformities which could have contributed to this complaint.